Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00127. (B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced a vessel spasm. The patient experienced stable angina in (B)(6) 2010 and had an abnormal stress test. The patient was admitted three weeks later in (B)(6) 2010. Cardiac catheterization was performed using a right femoral approach. A 90% stenosis of the right ventricular (rv) artery proximal to a bifurcation was noted, while the proximal and mid portion rca stents were widely patent. A 0.014 pt graphix guide wire was advanced across the rv stenosis and a "couple" of dilations were performed with a 2.0x8mm apex balloon to 6atm. However films still showed significant stenosis. A 2.25x8mm taxus liberte atom stent was advanced, but could not cross the lesion. Additional dilations with the 2.0x8mm apex balloon were performed to 15atm. This did result in significant improvement in vessel appearance. The 2.25x8mm taxus liberte atom stent was then successfully readvanced to the lesion and deployed at 10atm with wide patency. Distally there appeared to be some vessel spasm and 400mcg of intracoronary nitroglycerin was administered with resolution of the spasm. A side branch of the rv bifurcation was also jailed with narrowing at the origin, but "excellent" distal flow was present. The patient was returned to his room in stable condition post procedure.